Event description:
The back of the cart will not stay up, affecting ability to perform certain imaging. This has been asked to be fixed multiple times but continues to be an issue. This is a patient safety issue and needs to be addressed.